Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited device longevity anomaly due to high rate atrial sensing. There is no available intervention information from the field. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited device longevity anomaly due to high rate atrial sensing. There is no available intervention information from the field. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.